Event description:
The manufacturer received information regarding a ds2adv auto CPAP. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and found pca burned. The device's event log was reviewed by the service center and error code found. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.